Event description:
Baxter reports a transfer set with a broken clamp. The clamp does not occlude the flow or fluid. Noted after nearly one month of use. No patient injury or medical intervention reported per baxter affiliate.